Event description:
It was reported that the patient present follow follow up after a syncopal episode. An interrogation of the device revealed elevated capture threshold and diminished sensing exhibited by the right ventricular lead. A chest x-ray showed that the lead had dislodged. The patient was scheduled for explant and the lead was replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and decrease in sensing. The reported events of loss of capture and decrease in sensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. After the lead was cleaned torque was applied directly to the connector pin, and the helix could be extended and retracted. The helix extension length measured within specification. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.